Event description:
The complaint was reported as: the complaint alleges that the circuit leaked during biomed testing. The circuit was not used on a pt at the time of testing. No report of pt injury.

Manufacturer narrative:
A visual, dimensional, and functional inspection could not be conducted since the product was not returned. The assembly process and manufacturing procedure for catalog #1619 was reviewed and no findings were found which could potentially relate to the reported issue. The device history record (DHR) review for the reported lot number was reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The DHR shows that the product was assembled and inspected according to our specs. No non conformance reports were originated for the reported lot number that can be associated to the complaint reported. The customer complaint was not confirmed due to the lack of product sample to perform a proper investigation and determine a root cause.